Manufacturer narrative:
A manufacturing investigation was performed for the subject device (scrdriver shaft t25 f/uni-scr, part number 03.689.001, lot number 9291803. The subject device was returned to the manufacturer with the complaint condition stating: the product was not returned in original packaging. The tip of the screwdriver shaft is broken off. The investigation of the complained screwdriver shaft has shown that the tip is broken off. The broken off fragment was not returned for evaluation. The hardness parameters were checked and found to comply with the specifications. Soll: 56 +4/0 hrc ist: 58.5 - 59.5 hrc. The relevant dimension of the 03.689.001 cannot be measured due to its broken off damaged condition. In addition, these instruments are subjected to a 100% control before they leave the manufacturing facility. This complaint is confirmed since the instrument ¿is not working appropriate¿ as claimed by the customer. This complaint is rated as not valid because the instrument was delivered for investigation with damages in its features related to the function. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Concomitant devices reported: screw part/lot # unknown, qty 1. The 510k# unknown: device history records review was conducted. The report indicates that the: part # 03.689.001, lot # 9291803. Manufacturing location: (B)(4). Manufacturing date: 15. Dec. 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in country as follows: it was reported that a screwdriver broke during surgery on (B)(6) 2017. Reportedly, the surgeon was trying to tighten a screw with the screwdriver when the screwdriver broke. The patient was not harmed due to the intraoperative break of the screwdriver. The procedure was successfully completed with no device fragments being produced from the broken device. There were no surgical delays, no unanticipated x-rays and no additional medical intervention required. There is no additional patient information available. The device will be returned for investigation. This complaint involves one (1) device. Concomitant devices reported: screw (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).